Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump had keypad anomaly. Customer stated that they replaced the battery and it started to work, however, the button error alarm is back and the device stopped working once again. Customer's blood glucose reading was 220 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised that the keypad anomaly occurred during a bolus attempt. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected button error alarms noted. The insulin pump had an intermittent button response on the esc and act buttons due to corroded keypad traces noted. The insulin pump had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, stained end cap sticker and stained address/serial number label.